Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose (glum), which were generated by lx20 pro synchron clinical systems. The erroneous results were discovered during critical reruns and confirmed the correct results on a third run. The erroneous results were not reported out of the laboratory. Customer has been running glum in duplicate runs (critical rerun). Samples were repeated for a third time on the different instrument and the low glum results were confirmed. Patient treatment was not impacted.

Manufacturer narrative:
Qc results were within the lab established ranges. The field service engineer (fse) inspected and verified the system was functioning properly. The fse advised the customer to replace the electrode. No further calls were received in regards to this issue. A clear root cause for this event has not been determined to date.